Event description:
It was stated that after the gore® excluder® contralateral leg endoprosthesis was successfully deployed, the device catheter was retracted into the used gore® dryseal flex sheath. The physician stated that during the removal of the catheter out of the valve of the sheath he confused the proximal catheter part with the lunderquist guidewire and forcefully retracted it. In that situation the proximal olive detached from the catheter inside the sheath but remianed on the guidewire. It was stated that the olive remained on the guidewire and was removed together with the sheath out of the patient. The procedure was completed successfully and no harm to the patient was reported. The device was not returned for evaluation. Without a physical sample to evaluate, the physician¿s observations could not be confirmed.

Manufacturer narrative:
Updated b4 / updaed conclusion codes code 61: the gore® excluder® aaa endoprosthesis instructions for use (IFU), stest the following: - do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter breakage or separation resulting in potential patient harms. - when withdrawing the device delivery system through the introduce sheath, verify all catheter components are intact.

Event description:
It was stated that after the gore® excluder® contralateral leg endoprosthesis was successfully deployed, the device catheter was retracted into the used gore® dryseal flex sheath. The physician stated that during the removal of the catheter out of the valve of the sheath he confused the proximal catheter part with the lunderquist guidewire and forcefully retracted it. In that situation the proximal olive detached from the catheter inside the sheath. It was stated that the olive remained on the guidewire and was removed together with the sheath out of the patient. The procedure was completed successfully and no harm to the patient was reported.